Manufacturer narrative:
Concomitant medical products: patient medications - beta blockers, coumadin, hydrochlorothiazide, diltiazem, synthroid, strattera, and sertaline.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.the root cause of the endoleak is reportedly unknown. Additional device implanted and involved in this event: pxc141200/7201918.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2014, the patient presented to the hospital with back pain, and follow-up imaging identified a proximal type I endoleak and aneurysm enlargement (amount unknown) to 6.6 x 5.5 cm. The cause of the endoleak is reportedly unknown. On (B)(6) 2014, an additional procedure was performed to treat the endoleak. It was reported there was not enough proximal neck length to extend proximally, so the physician elected to explant both devices and surgically repair the aneurysm. The devices were explanted with no issue, and the patient tolerated the procedure.